Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 592 mg/dl. Cause was not known. Assistance from a third party was required to administer a manual insulin injection to address the customer's bg level. The customer reverted to manual injections for insulin therapy.